Manufacturer narrative:
Patient identifier: patient identifier: requested, unknown age or date of birth: age & date of birth: requested, unknown sex: patient sex: requested, unknown weight: weight: requested, unknown ethnicity: ethnicity: requested, unknown race: requested, unknown UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: clinical engineer. PMA/510(k): k130280. The actual device has been returned for evaluation. Visual inspection of the actual sample found that the yellow-cock port and red-cock port of the sampling system had been fractured at the root. Magnifying inspection of the fracture surface found that it was smooth overall, and a streaky pattern with a starting point on the cock side was observed. It was likely that an instantaneous impact load was applied to the starting point, which resulted in the fracture of the ports. An impact load was applied to the port of a factory-retained sampling system from the top. The shape of fracture was found similar to that of the actual sample. Magnifying inspection confirmed that the state of fracture surface was similar to that of the actual sample. Review of the manufacturing record and shipping inspection record of the actual sample found no anomaly in them. A search of the past complaint file found no similar report on the involved product code/lot number. Based on the investigation results, it was thought that the actual sample was subjected to some impact load applied to the yellow-cock port and red-cock port of the sampling system, leading to the fracture. Regarding the timing of occurrence, since no abnormalities were observed in the manufacturing records, it was conceivable that some impact load was applied unexpectedly to the actual sample during distribution or storage; however, exact timing could not be specified from the condition of the actual sample. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off. (Method of operation, a. Set-up, 1, caution)". Terumo medical products (tmp) (importer) registration no: (B)(4) is submitting this report on behalf of ashitaka factory of (B)(4) corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported that when the capiox device involved was opened for use, the sampling line was found to have been fractured. The fracture was recognized after it was unpacked, and the product was replaced with a new one. The procedure outcome was not reported. The patient was not harmed.